Event description:
It was reported that during a merlin.net transmission the atrial lead exhibited noise. No reprogramming was necessary. The patient would continue be monitored. The lead remained implanted.

Manufacturer narrative:
(B)(4).